Manufacturer narrative:
H10: the actual device was not available; however, retention samples were evaluated. Visual inspection of the retention samples was performed with no issues noted. The retention samples were gravity tested then leak tested under water with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set with clearlink leaked. The event was further described as ¿chemo was running through line, just started and leak developed near the filter on the line¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.